Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer went to the emergency room with unexplained elevated blood glucose (bg) level over 600 mg/dl with diabetic ketoacidosis. The customer was treated with insulin as well as fluids. Reportedly, the customer was released 4 hours later with bgs in target range and stable.